Event description:
The pt was using a portable ventilator for respiratory support. The ventilator stopped working and no alarm sounded to provide warning of malfunction. Pt required respiratory intervention (i.e., bagging) to continue breathing until respiratory therapist secured a new ventilator and connected the pt.